Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This report is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the threaded sleeve of the trial spacer rasp is fractured, with approximately 3mm of the threaded tip still threaded inside the headpiece of the trial spacer holding it in the anterior orientation. In this condition the headpiece is slightly loose yet still functional in the anterior position, but cannot be moved to the anterior lateral orientation. The remainder of the threaded sleeve is free to translate along the shaft of the instrument. The fracture line appears to follow the minor diameter of the first proximal thread. This trial spacer rasp was made to a previous revision of the drawing that exhibited a thin wall thickness at the threaded sleeve connection. A change to the drawing specification has been initiated and implemented. It increased this wall thickness for added resistance to failure. This complaint is deemed valid.

Event description:
It was reported that during an alif procedure at levels l5-s1, the trial broke upon insertion. All of the fragments were retrieved. The surgeon used a different trial and completed the procedure. The broken trial is available for return.